Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was 4 no external power alarm while using the mobile power unit(mpu). It was noted that the mpu had a v lock connector, it was unknown if the power cord came loose from the wall or if there were any environmental circumstances. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis, and a log file ((B)(6)) was submitted and downloaded ((B)(6)) for review. A review of the submitted log files showed overlapping events spanning approximately 40 days ((B)(6) 2021 per timestamp). No external power alarms were active on (B)(6) 2021 at 16:35:28, (B)(6) 2021 at 02:57:01. These alarms occurred while connected to the mpu and appear to be due to a loss of ac power. The mpu (serial number: (B)(6)) was returned to the service depot and evaluated under on 24jun2021. The returned mpu was run on a mock loop for several days without issue. A full functional test was performed, and the unit passed all testing. The mpu was forwarded to the product performance engineering (ppe) lab for further evaluation. The returned mpu was connected to the returned heartmate ii system controller (serial number: (B)(6)) and a mock loop. The system was allowed to run for an extended period of time, during which the cables were manipulated. The system operated as intended with no alarms or issues occurring. Additional information received on 01jun2021 stated the mobile power unit (mpu) had a v-lock connector on the power cable, and that it was unknown what caused the loss of power. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. Incidental findings: damage - upon initial observation, the mpu¿s patient cable black connector had damaged threads. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications and was shipped via customer order on 15jun2018. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02648.